Event description:
It was reported that a spectrum iq pump under infused cardine during patient infusion in the critical care unit (ccu). Further described as ¿pump was infusing cardine at 15 mg/hr equal to 75 ml/hr. The dose was decreased to 12.5 mg/hr equal to 62.5 ml/hr and the bag was not empty at the end¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however, to ensure proper delivery is maintained the m2/m3 spring will be replaced in the repair process. Should additional relevant information become available, a supplemental report will be submitted.